Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. Part of the spiral retaining ring was dislodged from the hinge assembly. There appeared to be tool marks or scratches on the 90 degree portion of the slender arm. A functional evaluation revealed the hinge joint did not move smoothly. The complaint was confirmed and the root cause has been associated with a component failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, the elbow of the spider 2 tenet was tied. The metal on the joint was sticking out and it wasn't moving correctly. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.